Event description:
It was reported that this right ventricular lead experienced dislodgement. The lead was attempted to be repositioned, however the lead experienced difficulty to be positioned and the helix did not extend. It was decided to use another lead instead. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead revered 90 mm. Approx. Form the terminal end. The helix mechanism was in a retracted position. Visual inspection found dried blood/body fluid in the helix housing. Testing of the helix could not be performed due to the severity of the lead. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular lead experienced dislodgement. The lead was attempted to be repositioned, however the lead experienced difficulty to be positioned and the helix did not extend. It was decided to use another lead instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.